Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08852. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was noted that a design change was carried out to improve the durability of the power switch. Countermeasure-products have been shipped since november 26, 2013. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the manufacture date, june 21, 2013, of product is before the design change of the power switch, it is presumed that the power switch was damaged because the operating force amount and frequency during application of the power switch exceeded that expected. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The reference light source was returned to the service center for an evaluation. The service group confirmed the reported on / off switch was not working as the previous generation main switch was broken; could not be pushed. Additionally, the scope socket lever was worn out attributing to intermittent use of high intensity mode. There was corrosion on the air tubing, a third party lamp installed with over 500 hours of use and the top cover of the housing unit had minor scratches. The light source was repaired back to specifications and returned to the customer. A review of the unit's history indicates the light source was purchased on (B)(6) 2013 with no previous repair records. The investigation is still ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the evis exera iii xenon light source's on / off switch was not working. No patient injury or harm was reported.